Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), batch: 3100540. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced ineffective therapy with the scs system. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.